Event description:
The affiliate reported the customer alleged discordant free thyroxine (ft4) result for one patient involving unicel dxi 800 access immunoassay system. The customer stated the ft4 result did not correlate with thyroid-stimulating hormone (tsh) result and discordant to an alternate methodology. The questioned result was released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this incident. The customer supplied beckman coulter europe with the patient's sample for further analysis.

Manufacturer narrative:
Testing of the patient sample, at beckman coulter customer product line support (cpls) laboratory, is in process.

Manufacturer narrative:
Additional information:further analysis at beckman coulter customer product line support (cpls) laboratory confirmed the customer's free thyroxine (ft4) result. Cpls performed heterophile testing and did not detect any substance interference. The patient sample was also sent for elecsys roche alternative testing and resulted within the ft4 reference range. A definitive cause of the incident is unknown.